Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4109. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The product was returned for investigation. The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unisg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is material selection of the product is not adequate to withstand occlusal forces, torque applied during placemen or seating exceeds recommended value. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that a patient has a broken screw and the patient might want to bury the implant instead of restoring it again. The screw is still in the implant.